Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including weight, bmi at the time of index procedure? Were there any pre-existing signs/symptoms of active infection/inflammation prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were any pre-op cleansing procedures or products changed recently? If yes, please describe. What was the tissue location of the placement of suture? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? How was suture initially placed (interrupted or continuous)? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Were cultures done? Results? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status? Any samples being returned?

Event description:
It was reported that a patient underwent a left inguinal hernia repair procedure on (B)(6) 2021 and suture was used. Post-op, the next day, no swelling or wound secretion was found in the incision, but the skin where it was sewed had erythema, inflammation. There was a light red liquid wound secretion. The suture was removed and replaced with an absorbable suture additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.